Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of angina and restenosis are known observed and potential patient effects as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that on (B)(6) 2013, two xience v stents were successfully implanted in the left main coronary artery and on (B)(6) 2013, one xience v stent was successfully implanted in the proximal right coronary artery (prca). On (B)(6) 2013, the patient experienced syncope and was hospitalized. After testing the etiology was determined to be unknown; however, per the patient, the cause of the syncope was from their cardiac medications, which were later discontinued. The event resolved on (B)(6) 2013 and on (B)(6) 2013, the patient was discharged. On (B)(6) 2014, the patient experienced stable angina and on (B)(6) 2014 was hospitalized for revascularization of the prca, resolving the event. On (B)(6) 2014, the patient was discharged. There was no additional information provided.